Event description:
A customer contacted beckman coulter inc. (Bci) regarding non reproducible troponin (accu tni) results that were generated by the access 2 instrument. The exact number of pts affected was not specified by the customer and they provided results for only one (1) pt sample. The initial result was 0.33ng/ml and 0.62ng/ml upon repeat. The original sample was re-centrifuged and then re-tested for accu tni and the result was 0.03ng/ml. The customer indicated that the sample was checked for fibrin via wood stick, aliquoted and re-tested and a result of 0.43ng/ml was obtained. Accu tni results are believed to have been reported out of the lab. No death, serious injury, or change to pt treatment has been reported to bci in conjunction with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with gel. Per customer, they check samples to verify adequate draw volume. The customer indicated that recently they changed centrifugation equipment and used a large centrifuge with 10 minutes spin time. Qc was within specs prior to the event. System check and event log details were not supplied. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed a preventive maintenance (pm) to the instrument. (Customer was scheduled to have pm performed on nine days later): the fse replaced mixers, and verified alignments and ultrasonic's. The fse performed diagnostic testing which passed within specs. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.